Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), pregnancy with contraceptive device ("pregnancy") and device expulsion ("migration of essure device location of device: outside of fallopian into uterus") in a (B)(6) female patient (gravida 3, para 2) who had essure (batch no. 626156) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted". The patient's past medical history included multi gravida and parity 2 (((B)(6) 1999, (B)(6) 2001)). Previously administered products included for an unreported indication: birth control pill from 2001 to 2008. Concomitant products included oral contraceptive nos from 2001 to 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient underwent urinary bladder suspension ("bladder sling"), abdominal pain lower ("lower abdomen pain(constant when moving)") and pelvic pain ("pain"). In 2009, the patient experienced urinary bladder suspension ("bladder sling"), abdominal pain lower ("lower abdomen pain(constant when moving)") and pelvic pain ("pain"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, 1 year 10 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder changes") and urinary tract disorder ("urinary problem"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2009), surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2009) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, device expulsion, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, urinary bladder suspension, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain lower and pelvic pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary bladder suspension, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter, patient demographic historical conditions and drug, essure lot number, essure removal date (B)(6) 2009 and events {abnormal bleeding (vaginal, menorrhagia), pregnancy (termination), migraines / headaches, bladder or urinary problems or changes, migration of essure device location of device: outside of fallopian into uterus, dysmenorrhea (cramping), dyspareunia (painful sexualintercourse), surgery (other) type of surgery: bladder sling, lower pain, perforation (fallopian tube(s)), fatigue, perforation (uterus), perforation (other) please describe and state the location of the perforation: uterus, hair loss} incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("migration of essure device location of device: outside of fallopian into uterus") and pregnancy with contraceptive device ("pregnancy") in a 30-year-old female patient (gravida 3, para 2) who had essure (batch no. 626156) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted" and device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 2 (((B)(6) 1999, (B)(6) 2001)). Previously administered products included for an unreported indication: birth control pill from 2001 to 2008. Concomitant products included oral contraceptive nos from 2001 to 2008, phentermine and pravastatin sodium (pravachol). On2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient underwent urinary bladder suspension ("bladder sling"). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, 1 year 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder changes") and urinary tract disorder ("urinary problem"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 17-nov-2009), surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2009) and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, urinary bladder suspension, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, urinary bladder suspension, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical compliant. Event added: device ineffective. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.